Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). There was no reported adverse impact. No additional information was provided. Ultimately, the customer reverted to an alternate form of insulin therapy.